Manufacturer narrative:
Causal relationship as per reporter: suspect. The reporter indicated that the nodules were due to poly-l-lactic acid treatment. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and local ptc number (B)(4). Conclusion was pending.

Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial info for this non-serious unsolicited report was reported by a physician and forwarded by local affiliate (local reference number (B)(4)) with add'l info received in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) (global ptc number (B)(4), local ptc number (B)(4)). This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) in (B)(6) 2009 for skin flaccidity and for a slightly sunken area. Treatment details in (B)(6) 2009: dilution volume: 7 ml in sterile water, batch number: (not available at the time of the notification), regions(s) injected: left and right cheeks. The dilution was prepared 1 day before the injection. In (B)(6) 2010, the pt experienced several nodules in her cheeks. Regarding the nodules, the reporter indicated that the pt noticed them as if they were little granules. The nodules were described as 1 or 2 palpable but not available nodules in the right cheek and 2 palpable and visible nodules in the left cheek. According to the physician, the adverse event did not lead to a deformity in the body structure, but the pt was worried since the nodules disturbed in her face (due to an aesthetic reason). There was no known alternative etiology. The pt had a thin skin. No medical history was reported. The pt was submitted to other esthetic treatments after poly-l-lactic acid administration. On (B)(6) 2009 and (B)(6) 2010, the pt was administered botulinum toxin (vistabel) in the upper third of her face; on (B)(6) 2010, the pt was administered hyaluronic acid (juvederm) in the upper third of her face; on (B)(6) 2012, massotherapy was performed and the pt was administered piroxicam (citoken) and botulinum toxin in the upper third of her face. The pt had also been treated with vitamins (nos). According to the reporter, the pt had no problems after poly-l-lactic acid and the above mentioned esthetic treatments until (B)(6) 2010 when she noticed the nodules. No previous similar events. No acute or chronic cutaneous disease. No autoimmune disorder or granulomatous disease. The pt did sport regularly and had a thin skin. Concomitant medications included piroxicam (citoken), botulinum toxin and vitamins (nos). Corrective treatment: the pt was administered bidistilled water and triamcinolone acetonide (trigon) on (B)(6) 2011. Action taken: na. Outcome: ongoing.